Event description:
It was reported that pump displayed repeated cgm error messages. There was no reported impact to the customer¿s blood glucose level. Customer chose to continue using current pump, and technical support arranged replacement pump under warranty, confirmed shipping address, instructed customer to put malfunctioning pump into storage mode before returning it with pre-paid label, and advised customer to manually enter pump settings and reconnect cgm on replacement device; customer understood and acknowledged all instructions.